Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause for the paravalvular leak post implant cannot be determined; however, may be related to patient factors (degenerated surgical valve) and or procedural factors (device manipulation). There was no allegation or indication a device malfunction contributed to this adverse event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported at european association of percutaneous cardiovascular interventions (europcr 2019), through a presentation, "transcatheter mitral valve in valve", a (B)(6) year-old male with a degeneration of a 33mm surgical mitral valve with flail leaflet and severe central and paravalvular mitral regurgitation received a 29mm sapien 3 valve by transseptal approach. After valve deployment, no central mitral regurgitation but residual severe paravalvular mitral regurgitation was observed. A plug was deployed in the paravalvular space and after closure no significant paravalvular mitral regurgitation was observed. Per article, catheter advanced in the left atrium, mitral valve crossed with a pigtail catheter, baseline mitral valve gradient measured, curved guidewire advance into the left ventricle (lv) and pigtail catheter removed. A 16f esheath was advanced into the femoral vein. The valve was conical deployed. Per article conclusion, the transcatheter mitral valve in valve provides excellent outcomes, transseptal access with tee guidance for contemporary tmvr and conical deployment (larger thv/additional inflation volume) to avoid valve embolization.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.